Manufacturer narrative:
(B)(4). Product returned for evaluation was inspected with no defect found. Mlurc - user had poor technique.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-105mg/dl fasting. Verified test strips expire 08/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 93mg/dl and 91mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with the lo blood results. Customer calling states that the meter is giving e-2 errors . While troubleshooting with the customer he then states that he got a lo blood result earlier